Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that at least a year ago patient noticed that the stimulation turns off by itself and about 9 months ago started to experience some shocking sensation in vagina while in bed, which has happened a couple of times. They said that at that time they turned stimulation off for a day and then back on and this resolved the shocking sensation. They said that they checked implant the other day and saw a call doctor symbol however they do not remember the code. They said that today the programmer will not connect to device at all and they do not feel any stimulation. When asked they said that last time ins battery was checked at hcp office, and they said that it was about seven months or so ago and was told that there was a little bit left in ins battery, they said they saw only one bar. Patient services reviewed icon meaning and based on date of implant, reviewed stim longevity. Patient services reviewed good possibility that ins battery has depleted. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that on (B)(6) 2022 interstim shocking sensation, per emr note 'likely due to end of life now that the battery is off with no energy left.' (B)(6) 2022 patient doing well with interstim device turned off and no plan for removal at this time. (No location given for shocking). It was related to device or therapy and the event is unresolved with no further action planned.